Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: (B)(4). It was reported (B)(6) of the patient's 3 leads had migrated causing ineffective stimulation. The migration was confirmed by x-rays. Surgical intervention took place wherein the 2 leads were explanted and replaced and a new lead was added for new pain. Note: it is unknown which leads had migrated, as such all leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.